Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 123 mg/dl. Multiple contact attempts were made by tandem technical support to obtain the alternate method in insulin therapy; however, the customer did not respond. No additional patient or event information was available.